Event description:
It was reported to medtronic neurosurgery that the valve was replaced due to possible overdrainage.

Manufacturer narrative:
The valve was patent. It met all specifications for reflux, leak, pressure-flow, and preimplantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unk what caused the reported event. A review of the mfg records showed no anomalies. All our valves are 100% tested at the time of manufacture.